Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer was on the beach and pump started to alarm with blank display. The pump was dropped and now has a crack at the screen and battery side. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement and operating currents test. No blank display anomaly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked lcd window and cracked battery tube threads.